Manufacturer narrative:
The patient sample was provided for investigation. Further investigation of the patient sample confirmed an interfering factor against the idiotype of the monoclonal antibody of the ft3 assay. This interference caused the high ft3 results. This interference is covered in product labeling. Per product labeling, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.". The investigation did not identify a product problem.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ft3 iii ver.2 results for 1 patient sample on two cobas e 801 modules and a cobas e 411 immunoassay analyzer compared to an acuraseed wako analyzer and an abbott architect analyzer. This medwatch will cover ft3 iii ver.2. Refer to medwatch with patient identifier (B)(6) for information on the ft3 iii results. Refer to the attachment to the medwatch for all patient data. No questionable results were reported outside of the laboratory. The customer e801 analyzer serial number is (B)(4). The customer's reagent lot number and expiration date were requested but not provided. The investigational e801 analyzer serial number is (B)(4). The reagent lot number used was 611920. The investigational e411 analyzer serial number is (B)(4). The reagent lot number used was 573234 and the expiration date is 31-jan-2023.